Manufacturer narrative:
(B)(4).- intervention/oversew with suture in place of original product. Device evaluation summary: post market vigilance (pmv) led an evaluation of one stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the cartridge revealed that staples were not present in the pusher slots. In addition, the pushers were partially advanced. Functionally, the sulu was reset, reloaded with staples and the instrument and sulu were cycled with acceptable results. Visual and functional testing of the returned sample confirmed the reported conditions due to the presence of partially advanced pushers and the reported condition was confirmed. Replication of the advanced staple pusher condition may occur when the firing stroke is not completed during application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the stapler was placed into the abdomen fresh from pack and fired, when they removed the stapler after cutting they noticed there was no staples deployed along the staple line only three staples loose in the abdomen. Stapler seemed to have the rest of the unfired staples still in the stapler. Another stapler was used to complete the procedure. It was also provided that the bowel was closed with suture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.